Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo was returned and confirmed the complaint of a cracked bottom. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5014801. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13 x 75 mm x 4.0 ml bd vacutainer® plus plastic whole blood tube leaked from the bottom of the tube during blood draw. There was no injury or medical intervention reported.